Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drainage procedure, the suture fractured. As the physician advanced the flexima catheter he was unable to advance the device and the suture fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the catheter, flexible cannula and metal cannula were returned. The catheter's suture was found broken, also, four additional holes were found next to ro marker. The flexible cannula and metal cannula were inspected and no anomalies or damages were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drainage procedure, the suture fractured. As the physician advanced the flexima catheter he was unable to advance the device and the suture fractured. The procedure was completed with another of the same device. No patient complications were reported.